Event description:
It was reported that the system 2800 displayed an error code and the table was not responsive to commands. The patient had to be moved to another room but there was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The system error logs showed that the resistor r3 was defective and further investigation showed that the emergency stop switch was defective. R2 and the emergency stop switch were replaced and the table's movement calibrated. The system was tested and found to be working as intended and placed back into service.